Manufacturer narrative:
H6 (patient code): additional information. Updated manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed as no log files are available for review. Specific causes for the reported low flow and the reported infections could not conclusively be determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. A chest computerized tomography (CT) scan on (B)(6) 2017 discovered a hemothorax which was confirmed and evacuated on (B)(6) 2017 through a thoracoscopy. Packed red blood cells (prbcs) were administered on (B)(6) 2017. The patient had a urinary tract infection that was positive for bacteria on (B)(6) 2017 for which antibiotic medication was started. The patient was temporarily discharged to a long-term acute care facility but was readmitted after 8 hours due to low flow alarms and respiratory failure on (B)(6) 2017. A tracheostomy was performed, and a ventilator was used periodically during the admission for worsening respiratory failure. The patient also received medication for fluid retention and underwent dialysis for renal failure. On (B)(6) 2017, the patient experienced breast swelling for which antibiotic medication was administered due to the concern for mastitis. Pneumonia was also suspected, and a culture taken was positive for bacteria on (B)(6) 2017 for which the patient continued on antibiotic medication and started antifungal medication. The patient was sedated on (B)(6) 2017 and became hypotensive and hypoxic with a low mean arterial pressure and a low pulse oxygen saturation. The patient was then given intravenous blood pressure support medication. Upon discussion with the patient¿s family on (B)(6) 2017, care was withdrawn, and the patient expired. Heartmate 3 lvas, serial number: (B)(6), was not explanted for evaluation. Of note, it was reported that the device was operating as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists respiratory failure, renal dysfunction, bleeding, and localized infection as adverse events that may be associated with the use of heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr range can also be found within this document, as well as considerations for when there is a risk of bleeding. Additionally, the heartmate 3 lvas IFU and patient handbook both provide information regarding how to prevent and control infection. The IFU also provides an explanation of all pump parameters, including flow. Pump flow is a calculated value that is estimated based on pump power. This document states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that patient had a gram negative rod infection from a on (B)(6) 2017 culture. Patient continued vancomycin, zosyn, and started micafungin. It was also noted that the patient experienced hypotension and cardiac shock.

Manufacturer narrative:
Section b5: additional information.

Event description:
Additional information received that during a source review of the autopsy, it was noted that patient experienced hypotension/cardiac shock requiring vaso/epi/levo on (B)(6) 2017. There was an evacuation of hemothorax on (B)(6) 2017 and transfusions of packed red blood cells (prbcs) on (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017, (B)(6) 2017. A urinary tract infection (uti) was treated with ceftriaxone and pneumonia treated with augmentin.

Manufacturer narrative:
Dob/weight not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2017 due to respiratory failure. The support was withdrawn. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not conclusively be established. Additionally, the report of low flows could not be confirmed through this evaluation. The account communicated that the patient was readmitted for low flows and respiratory failure. The patient underwent a tracheotomy and was started on dialysis. The patient¿s respiratory failure progressively worsened and the patient ultimately expired on (B)(6) 2017. According to the account, the heartmate 3 lvas operated as intended and the patient¿s expiration was not considered to be device-related. No product is available for evaluation. The heartmate 3 lvas IFU lists respiratory failure and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also notes that ¿changes in patient conditions can result in low flow, such as hypertension.¿ the heartmate 3 lvas IFU and patient handbook explain all alarms and the recommended actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient was readmitted for low flows and respiratory failure. She was trached and started on dialysis. She had progressive respiratory failure over ICU course, and family decided to withdraw care.